Event description:
A malfunction alarm was reported, identified by malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset, ensuring no recurrence of the malfunction code. The customer was advised to continue using the pump and to report back if the malfunction code reappeared, which the caller understood and acknowledged.